Event description:
"The report stating that a problem occurred at hosp with a ventilator. Ventilator went e39 and the pt could not breathe though the sopr valve and was pulling a negative 15 cmh20. The report stated that the venitlator has history of going e39 once before. The event only occurred in the cardio recovery room at this hosp."